Manufacturer narrative:
Information contained in this report was previously submitted through asr on 15/oct/2016. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding patient reported events has been requested. No additional information is available at this time. Device labeling addresses: ¿potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation.¿

Event description:
Patient called to report a left side deflation, pain, it's "uncomfortable," the implant "is folded inside of my breast," and "you can see a sharp edge that protrudes." Healthcare professional confirmed left side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat creases and total delamination of valve. A leak test was performed which identified delamination of valve. A microscopic analysis was performed which identified: total delamination of valve due to adhesive failure. The creases condition that was indicated in the complaint was observed considered non-related to the manufacturing process since the device was received out of their primary packaging and is an explanted device. (Multiple handling during the explantation/shipping process could lead a variation on the device conditions) based on the device analysis the final assessment is: total delamination of valve due to adhesive failure. Creases were observed not related to the manufacturing process.

Event description:
Patient called to report a left side deflation, pain, it's "uncomfortable," the implant "is folded inside of my breast," and "you can see a sharp edge that protrudes." Healthcare professional confirmed left side deflation. The device has been explanted.